Event description:
The local philips representative reported "self-test failed replace it" and documented the power pca was replaced.

Manufacturer narrative:
(B)(4). The local philips representative reported "self-test failed replace it" and documented the power pca was replaced. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.